Event description:
Reported by the complainant as follows...during a fiberoptic endoscopy examination on (B)(6) 2009, a piece of sensor tubing was found in the patient's bronchus. The admission diagnosis of the patient was acute respiratory distress syndrome associated to septic shock. The patient had not had any surgery. The patient was on a ventilator via tracheostomy tube and at some point, the o2 saturation dropped to 90%. A fiberoptic bronchoalveolar lavage was done and a piece of pressure sensor tubing was found in the bronchus and removed. After removal the patient's o2 saturation increased to 96/97%.

Manufacturer narrative:
(B)(4).